Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and high thresholds were also observed on the lv channel. The physician suspected the lv lead to be fractured. At this time no changes have been made and the lv lead remains in service. No adverse patient effects were reported.